Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/19/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the battery compartment was cracked at the threads; the reported event was duplicated. Unrelated to the reported event, the keypad cover was found to be intact. Evaluation revealed that the contrast keypad button was intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. Also unrelated to the reported event, the audio bolus button cover was torn, but the button was properly responsive. Furthermore, the display screen was dim and discolored. Lastly, the threads of the battery cap were stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.